Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 12 years and 7 months post implant of this 31mm bioprosthetic mitral valve, it was replaced valve-in-valve with a non-medtronic transcatheter valve. The reason for replacement was reported as the valve was "leaking". No additional adverse patient effects were reported.